Event description:
It was reported that the patient did not recharge their scs ipg per manufacturer recommendation. As a result, the device became inoperable. The patient underwent an surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since been resolved.